Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that on (B)(6) 2024 they had overdose symptoms with boluses which was a new occurrence and they had also experienced it in the last week. The patient also reported that their ptm (personal therapy manager) took up to 10 minutes to connect. The agent had the patient real-time try connecting to the pump and it was confirmed. The connection seemed to time out at about 90% and sat at that spot on the screen for multiple minutes. The agent had the patient try moving the communicator and holding it slightly up off of the skin. Per the patient, this issue had begun since they had the pump implanted in (B)(6) 2024. A replacement communicator was requested from the repair department to see if that would resolve the issue. The patient also reported they were getting a message (red screen) in the middle of the night. They didn¿t know the code but stated ¿the bolus gets deducted from the day.¿ it was confirmed that the pump time matched the time of day. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that "for probably 6 weeks" the patient had been having issues with their handset again, as previously reported. Every time the patient tried to give themselves a bolus, they were getting "system error 156" again. The patient would have to restart the handset multiple times to get it to work and then "finally it will go through". The patient mentioned they had 8 boluses a day so they "don't have time to be sitting there for 20 minutes messing with it to try to get it to work". The patient's handset would get to 90%, would "sit there for 5-7 minutes" and after that they saw service code 156. The patient also mentioned that they were having to charge their handset 4 times a day. While on the call to patient services, the patient mentioned they had just charged their handset to 100% at 1:45pm when they did their last bolus and it was now at 82% and had been "turned off just sitting there". The patient was concerned that they had to charge the handset more often due to the length of time it took to connect for each bolus. Patient services assisted the patient in clearing data and afterwards the patient was a ble to connect well without any delay, but did not want to use a bolus for another hour or so. Prior to clearing data, the patient's data was 5.33 mb. Patient services reviewed telemetry delay, system error 156, and handset battery considerations and directed the patient to call back if they needed further assistance. The pump was used to deliver dilaudid (hydromorphone).